Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) had requesting logs/no blood pressure waveform.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6(health effect ¿ clinical code), h11. After further review, an initial emdr for complaint (B)(4) was incorrectly submitted. The complaint was created in error as this is a duplicate of complaint (B)(4). Initial emdr is submitted for complaint (B)(4). As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.